Manufacturer narrative:
Eval summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The lot number listed in the file is not a valid number. Root cause has not been identified. Additional info has been requested. (B)(4).

Event description:
A customer reported that following bilateral intraocular lens (iol) implant procedures, the pt was unable to get good near vision and had a drop in visual acuity. The lens was exchanged. There are two MFR reports associated with these events. This report is for the right eye.